Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed discrepant cd4t cell results while using the cell-dyn sapphire. The customer indicated the result was higher when retested at another laboratory, as follows: cd4t: initial 1.63%, retested at outsourcer 86%. There was no impact to patient management due to the discrepant result.

Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text and customer provided data, abbott field service review, a search for similar complaints, and a review of labeling. An abbott field service engineer (fse)cleaned the optical flow cell and adjusted the prism per normal troubleshooting procedures, which resolved the issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the cell-dyn sapphire analyzer, list number 08h00, was identified.